Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was over 26 mg/dl at the time of incident. Customer report they did not allege insulin pump was over delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not provide any symptoms regarding to low blood glucose episode. Customer treated with food. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. Customer also stated that the self test was completed. The insulin pump will not be returned for analysis.